Event description:
The user fell off a swing on (B)(6)2019, hitting the implant site on the ground. In situ measurements showed affected channels.the user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. In addition two channels have been left out of cochlea during implantation surgery for undetermined reasons. To determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, two channels have been left out of cochlea during implantation surgery for undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell on to the ground from a swing and hit the site on (B)(6) 2019. He was immediately taken to the hospital due to bleeding. In situ measurements showed affected channels. A CT scan and MRI were conducted and reportedly showed a serious damage has happened to the implant. The user was re-implanted.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. In addition two channels have been left out of cochlea during implantation surgery for undetermined reasons. To determine an exact root cause device investigation would be necessary. Re-implantation is considered but no exact date has been scheduled yet.

Event description:
The user fell on to the ground from a swing and hit the site on (B)(6) 2019. He was immediately taken to the hospital due to bleeding. In situ measurements showed affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on to the ground from a swing and hit the site on (B)(6) 2019. He was immediately taken to the hospital due to bleeding. In situ measurements showed affected channels.